Manufacturer narrative:
The associated ruler was returned and evaluated. Our investigation included a visual inspection of the device which confirmed the stated failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This failure mode has been previously identified. Since the manufacturing of the complaint device, a design change was implemented to eliminate/reduce the occurrence of this failure. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported that during surgery, the plastic screw broke off from the plastic shaft on the ruler. No pieces were left inside the patient. No delay. Backup device from smith and nephew was used to complete the procedure. No injury or impact to patient reported.

Event description:
It was reported that during surgery, the plastic screw broke off from the plastic shaft on the ruler. No pieces were left inside the patient. No delay. Backup device available. No injury or impact to patient reported.